Manufacturer narrative:
(B)(4). The complaint optiflow junior cannula is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We are in process to determine if fph's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that that the velcro was not sticking on an opt314 junior interface. This was found before patient use.

Manufacturer narrative:
(B)(4). The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and paediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Spare wigglepads are sold as an accessory for the optiflow junior cannula. Method: the complaint op314 cannula was returned to fisher & paykel healthcare (B)(4) and was visually inspected. Results: visual inspection revealed that the wigglepad's adhesive was found to be not sticky. The device was not returned in a sealed bag and it was in an used condition. A lot check revealed no other complaints of this nature for lot number 150901. Conclusion: previous investigations of similar complaints suggest that the observed event was most likely due to the use of ointment on the patient's cheeks or excessive secretion / transpiration on the skin leading to a loss of adhesion of the wigglepads. The user instructions that accompany the opt314 state the following: ensure skin is dry/prepared. Check cannula remains secure on the face. Replace wigglepads if required.

Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative that the velcro was not sticking on an opt314 junior interface. This was found before patient use.